Event description:
It was reported that the pump infused 100 ml in 1 hour. The device was programmed to infuse at 200 ml/hr, indicating that the infusion should have completed in 30 minutes.

Manufacturer narrative:
(B)(4). The pump was not returned to sigma for eval. If the pump is returned in the future, an eval will be completed and a supplemental report will be submitted.